Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the light scatter preamp resolving the issue for low basophil recovery and correction of the scatter plots. Upon recur, the failure mode identified could cause erroneous diff results due to 5 part diff hardware failures. (B)(4).

Event description:
The customer reported overlapping scatter plots and intermittent high basophil counts a single sample run on the lh500. All other parameters were not affected. There was no death, injury, or change to patient treatment attributed to or connected with this event. The customer stated correct results were obtained repeating the sample on the lab's lh750 and a manual slide review was also performed to verify results. The customer did not provide copies of the results so the data could not be reviewed.